Event description:
Same case as MDR ID# 2134265-2013-07421. (B)(4) clinical study. It was reported that during a percutaneous coronary intervention procedure, vessel dissection occurred. (B)(6) 2009 the patient identified with a qualifying condition as unstable angina and was referred to cardiac catheterization. The 70% stenosed and 10mm long target lesion was located in the 1st diagonal artery with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation using a 2.5x15mm apex balloon catheter followed by placement of a 2.5x12mm promus study stent. Post dilation was performed with a 3.0mm quantum maverick balloon catheter. Further angiography revealed a type b dissection distal to the placed study stent. The dissection was treated with placement of 2.5 x18 mm promus stent overlapping a 2.5 x12 mm promus stent. A small occluded side branch was noted by the stented segment in the 1st diagonal artery, this was also associated with the patient chest pain. Medications were administered for the chest pain. A non-target lesion located in right posterior descending artery was treated with pre-dilation and placement of a 2.5x32mm taxus stent. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).